Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found cracked cable unit causing image flickering. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ based on investigation results, the complaint was confirmed and found to be due to cracked cable unit . The identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device showed a black screen. The issue was found during an unspecified procedure. There was no patient impact, no harm reported due to the event.